Event description:
Rep was present during the revision procedure ((B)(4)) and reported that the locking screws could not be locked into the plate. Other locking screws that were available in the kit were used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary:the reported event of the non-locking screw could not be confirmed: due to the damage found a functional inspection was deemed unnecessary and therefore not performed.the screw head threads were found plastically deformed and the shaft threads damaged. Based on the investigation, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Rep was present during the revision procedure (refer to event (B)(4)) and reported that the locking screws could not be locked into the plate. Other locking screws that were available in the kit were used.